Manufacturer narrative:
The date of the event and date of the death were not reported. The aware date was used as an estimate for both.

Event description:
It was reported that a patient death occurred. It was reported via social media that a patient passed away after the left atrial appendage procedure was attempted.